Event description:
It was reported that diagnostic recorded high impedances on one lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: 7023278.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of lead a found a cam impression, consistent with the use of a swift-lock anchor, and a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as the patient did not report any falls, accidents or trauma prior to the reported event.